Manufacturer narrative:
The ge service representative conducted an onsite investigation. The representative determined that the cause was the real time operating board. No further service information was provided.

Event description:
The customer reported that the system would not boot. No patient injury was reported.